Manufacturer narrative:
Original MDR 2517506-2019-00289 was filed on 18-jul-2019. Additional information (16-aug-2019): siemens healthcare diagnostics headquarters support center (hsc) concluded their investigation of the discordant cardiac troponin I (tni) results. Hsc reviewed the instrument data. The cause of the event is unknown. No instrument malfunction was identified on dimension exl with lm serial number 12252466. The instrument is operational. No further evaluation is required. Section h6 has been updated to reflect the hsc investigation. MDR 2517506-2019-00288 supplement 1 and MDR 2517506-2019-00292 supplement 1 were also filed for the same event.

Manufacturer narrative:
Mdrs 2517506-2019-00288 and 2517506-2019-00292 were also filed for the same event. The customer contacted the siemens customer care center (ccc) and reported discordant, cardiac troponin I (tni) patient results obtained on the dimension exl system. Siemens is investigating the event.

Event description:
Discordant, cardiac troponin I (tni) results were obtained on multiple patients' samples on a dimension exl system. The discordant results were reported to the physician(s). The same samples were also reprocessed on the same and alternate dimension exl instruments and at an alternate facility on an alternate siemens system, dimension vista instrument. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated tni results.